Manufacturer narrative:
The device has not been returned to the manufacturer. A supplemental report will be filed upon completion of the manufacturer's investigation.

Event description:
A peritoneal dialysis patient reported that the cycler repeatedly displayed make sure heater bag is on heater tray. The patient cancelled treatment and noted there was fluid leaking inside the cassette area. The patient confirmed that there was fluid inside the pump module. The cycler will be replaced.

Event description:
A peritoneal dialysis patient reported that the cycler repeatedly displayed make sure heater bag is on heater tray. The patient cancelled treatment and noted there was fluid leaking inside the cassette area. The patient confirmed that there was fluid inside the pump module. The cycler will be replaced.

Manufacturer narrative:
The device was returned to plant manufacturing for investigation. Exterior visual inspection showed no signs of physical damage. There are visual indication of dried fluid was found within the cassette compartment. No burrs or sharps in cassette area that may have punctured a cassette membrane. Testing found no indication of an equipment failure that would cause a fluid leak. The cause of the encountered dried fluid could not be determined.

Event description:
A peritoneal dialysis patient reported that the cycler repeatedly displayed make sure heater bag is on heater tray. The patient cancelled treatment and noted there was fluid leaking inside the cassette area. The patient confirmed that there was fluid inside the pump module. The cycler will be replaced.